Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode in (B)(6) 2023 due to t-wave oversensing. At that time, technical services (ts) was contacted for further review and programming recommendations. In (B)(6) 2025, an inappropriate shock was delivered to the patient due to t-wave oversensing. Ts was once again contacted for further review and recommendations. Ts noted the ventricular tachycardia (vt) that presented itself in 2023 is quite similar to the vt of (B)(6) 2025. Reprogramming the sensing vector to either primary or alternate was recommended, in addition to monitoring via the latitude remote patient monitoring system to see if the vt presents itself again. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode in (B)(6) 2023 due to t-wave oversensing. At that time, technical services (ts) was contacted for further review and programming recommendations. In (B)(6) 2025, an inappropriate shock was delivered to the patient due to t-wave oversensing. Ts was once again contacted for further review and recommendations. Ts noted the ventricular tachycardia (vt) that presented itself in 2023 is quite similar to the vt of (B)(6) 2025. Reprogramming the sensing vector to either primary or alternate was recommended, in addition to monitoring via the latitude remote patient monitoring system to see if the vt presents itself again. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. Additional information received indicates the health care professional (hcp) performed auto setup and primary sensing vector was chosen. No myopotential was seen, r wave was appropriate, and there was no t wave visible. The device was programmed to primary, and the patient will be monitored via latitude.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.